Event description:
(B)(4). This spontaneous case reported by a consumer (valid reporter information provided but not entered due to local privacy laws), who contacted the company to report a product complaint, concerned a (B)(6) male, at the time of reporting, of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine, metformin, and liraglutide for unspecified indications. Historical medication included human insulin isophane suspension for an unspecified indication. The patient received insulin lispro (humalog) via cartridge through humapen memoir reusable pen, 6 units three times daily, for an unspecified indication beginning on an unspecified date. On an unspecified date four years ago (2007), the patient was diagnosed as insulin resistant. The patient reported with the help of vitamins his blood sugar was better as his body has absorbed the insulin; however, the patient has developed very severe low blood sugar levels (as low as 2; units not provided) and very severe high blood sugar levels (usually as high as 30). Treatment for the events was not reported. It was unknown if the patient recovered from the events. On an unspecified date, the patient was diagnosed with macular degeneration and also reported his vision was affected due to the high and low blood sugar levels. Occasionally both of his eyes were either near sighted or far sighted depending on his blood sugar levels. On an unspecified date, the patient underwent eye laser surgery on both his eyes and reported he could see better now. It was unknown if the patient recovered from the events. On an unspecified date, the patient developed stress and reported he lived a very stressful life. Due to the stress, the patient occasionally forgot how much insulin he had injected. Treatment for the event of stress was not reported. It was unknown if the patient recovered from the event. On an unspecified date, the patient discontinued insulin lispro use after one or two years and started treatment with liraglutide for a duration of three months. The patient reported the liraglutide controlled his blood sugar levels; however, he developed stomach problems and a lung infection on unspecified dates. Treatment for the events was not reported. The patient was unable to receive coverage for liraglutide and subsequently discontinued liraglutide and reinitiated treatment with insulin lispro one week ago on approximately (B)(6) 2011 (previous insulin lispro start and stop dates and previous events start and stop dates were not provided and it was unclear if the events coincided with insulin lispro use). On an unspecified date, it was very hot (80 degrees fahrenheit) in the patients apartment, and the patient incorrectly stored his humapen memoir pen in the refrigerator because he did not want the insulin lispro to spoil, and the battery on the humapen memoir pen died (associated product complaint (B)(4)). No adverse event was reported as a result of the improper pen storage. It was unknown if the patient recovered from the event. On (B)(6) 2011, the patient developed a high blood sugar level of 30. The patient was expected to gradually increase his insulin lispro dose. Additional treatment was not reported. Insulin lispro was continued. The patient was the operator of the device. It was unknown if the patient had been trained on device usage. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. Edit (B)(4)-2011: completed device medwatch info area for reporting purposes.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer (valid reporter information provided but not entered due to local privacy laws), who contacted the company to report a product complaint, concerned a (B)(6) male, at the time of reporting, of unknown origin. Medical history was not reported. Concomitant medications included insulin glargine, metformin, and liraglutide for unspecified indications. Historical medication included human insulin isophane suspension for an unspecified indication. The patient received insulin lispro (humalog) via cartridge through humapen memoir reusable pen, 6 units three times daily, for an unspecified indication beginning on an unspecified date. On an unspecified date four years ago (2007), the patient was diagnosed as insulin resistant. The patient reported with the help of vitamins his blood sugar was better as his body has absorbed the insulin; however, the patient has developed very severe low blood sugar levels (as low as 2; units not provided) and very severe high blood sugar levels (usually as high as 30). Treatment for the events was not reported. It was unknown if the patient recovered from the events. On an unspecified date, the patient was diagnosed with macular degeneration and also reported his vision was affected due to the high and low blood sugar levels. Occasionally both of his eyes were either near sighted or far sighted depending on his blood sugar levels. On an unspecified date, the patient underwent eye laser surgery on both his eyes and reported he could see better now. It was unknown if the patient recovered from the events. On an unspecified date, the patient developed stress and reported he lived a very stressful life. Due to the stress, the patient occasionally forgot how much insulin he had injected. Treatment for the event of stress was not reported. It was unknown if the patient recovered from the event. On an unspecified date, the patient discontinued insulin lispro use after one or two years and started treatment with liraglutide for a duration of three months. The patient reported the liraglutide controlled his blood sugar levels; however, he developed stomach problems and a lung infection on unspecified dates. Treatment for the events was not reported. The patient was unable to receive coverage for liraglutide and subsequently discontinued liraglutide and reinitiated treatment with insulin lispro one week ago on approximately (B)(6) 2011 (previous insulin lispro start and stop dates and previous events start and stop dates were not provided and it was unclear if the events coincided with insulin lispro use). On an unspecified date, it was very hot (80 degrees fahrenheit) in the patient's apartment and the patient incorrectly stored his humapen memoir pen in the refrigerator because he did not want the insulin lispro to spoil. It was reported that the battery on the humapen memoir pen died after having the pen for only six to eight months (associated product complaint 1965952/lot number 0710c01). No adverse event was reported as a result of the improper pen storage. It was unknown if the patient recovered from the event. On (B)(6) 2011, the patient developed a high blood sugar level of 30. The patient was expected to gradually increase his insulin lispro dose. Additional treatment was not reported. Insulin lispro was continued. The patient was the operator of the device. It was unknown if the patient had been trained on device usage. General device model duration of use and reported device duration of use were not provided. It was unknown if the reported device was returned to the manufacturer. Edit (B)(4) 2011: completed device medwatch info area for reporting purposes. Update 21mar2012: additional information was received from the global product complaint system on (B)(4) 2012: added the device specific summary to the product complaint tab, added the date the device was received by the company, changed the malfunction field from unknown to yes, added the malfunction type, updated the narrative, updated EU/ca device fields. Updated device medwatch info area.

Manufacturer narrative:
No further follow-up is planned. Evaluation summary a patient reported that his humapen memoir device battery had died and he experienced uncontrolled blood sugar levels. He stated that he put it in the refrigerator because it was very hot in his apartment. Investigation of the returned device (batch 0710c01, manufactured october 2007) found that the device had a non-flashing battery symbol in the display and two low battery warning errors. The investigation determined that the device had initiated the end of life shutdown process prematurely as a result of a weak battery and cold storage. Malfunction confirmed. The user manual addresses flashing battery, dead battery, and reset modes. From the information provided it was not clear, whether the patient attempted to dial by clicks after the display became non-functional. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. In addition, the user manual states do not store the pen in the refrigerator. The device met dose accuracy and glide force acceptance criteria when setting the dose by counting clicks. Corrective action - beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. There is evidence of improper use. The user stored the device in the refrigerator.